Event description:
I was reported that this right ventricular (rv) lead has a history of elevated high voltage impedances. At this time the shock impedance measurements are high, out of range (oor). A defibrillation threshold test was completed and the oor values were confirmed. The field representative commented it has been a gradual rise, so a calcification process is suspected. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Correction of b tab: adverse event or product problem and h1: type of reportable event field. If information is provided in the future, a supplemental report will be issued.

Event description:
I was reported that this right ventricular (rv) lead has a history of elevated high voltage impedances. At this time the shock impedance measurements are high, out of range (oor). A defibrillation threshold test was completed and the oor values were confirmed. The field representative commented it has been a gradual rise, so a calcification process is suspected. The rv lead has been explanted at this time and is not expected to be returned for analysis. A new rv lead was implanted during the same surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of b tab: adverse event or product problem and h1: type of reportable event field. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
I was reported that this right ventricular (rv) lead has a history of elevated high voltage impedances. At this time the shock impedance measurements are high, out of range (oor). A defibrillation threshold test was completed and the oor values were confirmed. The field representative commented it has been a gradual rise, so a calcification process is suspected. The rv lead remains in service at this time. No adverse patient effects were reported.